Event description:
It was reported to covidien that a customer had a problem with an insulin syringe. The customer stated that the safety device is sticking and a clinician was stuck with a dirty needle after administering insulin.

Manufacturer narrative:
Submit date: 09/30/2008. An investigation is currently underway. Upon completion, the results will be forwarded.